Event description:
A distributor in (B)(4) reported that a connector was missing from an rt227 infant breathing circuit. This was discovered by our distributor, before use. No pt consequence was reported.

Manufacturer narrative:
(B)(4). The returned breathing circuit was visually inspected for missing components. Results: a connector was missing from the returned breathing circuit. A lot check revealed 1 other similar complaint for this lot number. The other complaint was reported by the same hospital together with this complaint. Conclusion: the component was most likely omitted during our packing process. (B)(4)